Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control determined that the cause of the reported issue was process residue on capacitor c156, leg 3, of the analog pcb assembly that keeps the ECG preamp from recognizing a shockable rhythm. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed a service indicator. There was no patient use associated with the reported event. Upon evaluation of the customer¿s device, physio-control found that the it did not recognize a shockable rhythm. As a result, defibrillation would not be possible if it were necessary.

Event description:
The customer contacted physio-control to report that their device displayed a service indicator. There was no patient use associated with the reported event. Upon evaluation of the customer¿s device, physio-control found that the it did not recognize a shockable rhythm. As a result, defibrillation would not be possible if it were necessary.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4). Section d4 of the initial medwatch report indicates: model # ¿ 15. Section d4 of the initial medwatch report should indicate: model # ¿ crplus.